Manufacturer narrative:
For 1 of the 2 reported events, the bag/vent switch was replaced to resolve the reported event. For 1 event, the checkout of the unit was performed by a distributor. (B)(4). Serial numbers: (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced a mechanical problem. 1 unit was reported for failure of the unit to switch to manual ventilation when requested, 1 unit was reported for a failure of the adjustable pressure limit valve to regulate pressure correctly preventing manual ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve patients.